Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure? No information. It was reported that the packaging was not sealed correctly and device fell down. Please clarify for example was the seal aggressive, resulting in the customer having difficulty opening the packaging containing the device, did the packaging rip outside the normal opening causing the device to fall out or was there an issue with the seal not being intact resulting in sterility being compromised? - there was an issue with the seal not being intact resulting in sterility being compromised. I understand device is being returned. Do you have any pictures of this seal issue/packaging? No picture.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. During the procedure, there was an issue with the seal not being intact resulting in sterility being compromised. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
After visual inspection of the defective piece, no objective evidence could be observed that there was intent of use by the customer, therefore there's no evidence that the condition could've been originated in the manufacturing site.